Manufacturer narrative:
This issue remains under investigation. Additional info has been requested from the customer. This report is based on info received from a third party or developed by varian medical systems. By submitting this report the company is not admitting that the product identified has malfunctions, is defective, or has caused or contributed to a serious injury or death. Info provided in this report is based on the assumption that the info currently available is true and accurate. A follow-up report will be filed once the investigation is complete.

Event description:
The customer reported that since (B)(6) 2010, inappropriate doses have been delivered to patients receiving gyn intra-cavitary radiation therapy using the al13122005-fletcher-suit delclos style applicator set in conjunction with the al13123000-fsd type gyn coupling catheter set. The distance of the distal end of the colpostat and proximal end of the transfer coupling tube had not been measured correctly with the measurement wire. The radiation source was therefore misplaced and the target organs were missed. The number of pts affected is unk at this time.